Manufacturer narrative:
Product analysis: the in.pact admiral was received for evaluation. The device was decontaminated with cidex opa solution soak and tergazyme soak pending further device testing to support the final product analysis findings. The device returned with no damage visible to the catheter or balloon. The balloon folds were open. A tactile test did not detect any kinks or abnormalities along the length of the catheter. A 0.035 inch guidewire was loaded via the distal tip with no resistance noted. Negative purge did not detect a presence of a leak on the device. The device was pressurised to 8 atms and a leak was observed from the distal part of the hub. The leak was found in the distal bonding, between the shaft and the glue fillet. The glue fillet was slightly lifted. It was possible to inflate the balloon; however, the device did not maintain pressure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an inpact admiral dcb balloon to treat a moderately calcified slightly tortuous fibrous lesion in the mid left superficial femoral artery(sfa). The artery diameter and lesion length were reported to be 5 mm <(>&<)> 130 mm, respectively. Lesion exhibited 90% stenosis. The device was prepped without issue. No resistance felt during prep. The device was inflated to nominal pressure. A leak was observed at the hub of the device. The device was removed from the patient without issue but a grade d blood vessel dissection was observed, and bailout stenting was performed.